Event description:
The customer reported that during the procedure, the device handle would not longer work. A small plastic piece fell from the handle and into the pt cavity the material was retrieved immediately. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.